Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when inflating the balloon that the balloon inflated on one side and on the upper end of the balloon there appeared to be a mushroom. There was a popping sound when this happened. It was later reported that this event occurred when the nurse tested the catheter prior to insertion and the "mushroom" -roll back occurred inside the patient.

Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. Visual inspection observed that there was no visual defect and no cuff roll was observed on the returned catheter. Inflated the balloon with 10ml of water and observed the shape to be 60:40. The sample met the internal specification. The catheter was able to be deflated and no cuff was observed. The catheter was dissected and no conditions were found that could have contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿do not use ointments or lubricants having a petrolatum base. They will damage latex."

Event description:
It was reported that upon inflation, the balloon inflated on one side and on the upper end of the balloon there appeared to be a mushroom. There was a popping sound when this happened. It was later reported that this event occurred when the nurse tested the catheter prior to insertion and the "mushroom" -roll back occurred inside the patient.